Event description:
Reportedly, the pwx device was calibrated and equalization was successful. While advancing the device to the target lesion, the device became kinked and the signal was lost. The transmitter was steady yellow. Therefore, the device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. During product return investigation, there was a break in the proximal tube at the noted kink, exposing the corewire. The account confirmed the break was noted. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported communication problem was not able to be confirmed, but the deformation due to compressive stress and break were able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported deformation due to compressive stress which resulted in a break and communication problem appear to be related to operational context. The guidewire was kinked and bent, which is consistent with the reported guidewire kink and resulted in the reported and observed break to the guidewire, which then resulted in the reported communication problem. In this case, it is likely that the guidewire damage was caused by the use or handling techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.